Event description:
The customer reported no audio from the mx40. There was no pt involvement. There was no report of a pt injury or harm.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.